Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: updated event description. E1: reporters phone number. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history lot part: 319.010. Lot: 3404125. Manufacturing site: hägendorf. Release to warehouse date: 27.apr.2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent an unknown surgical procedure for unknown reason. During a distal tibia case while using a depth gauge, it was noticed that it was not hooking the far side successfully in order to get a measurement. The tip appeared to be bent back not allowing it to hook well. Another depth gauge was available and I recommended that it be replaced. The procedure was completed successfully without surgical delay. There was no patient consequence. This complaint involves one (1) device.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent a surgical procedure during which a distal tibia using a depth gauge was not hooking the far side successfully in order to get a measurement. The tip appeared to be bent back not allowing it to hook well. Another depth gauge was available and recommended to be replaced. The procedure was completed successfully without surgical delay and no patient consequence. This report is for one (1) depth gauge for 2.7mm & small screws. This is report 1 of 1 for complaint (B)(4).